Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving hydromorphone (2000 mcg/ml at 389 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018 it was reported that the patient¿s pump was empty. The patient was due for a refill. Based on the last refill date, it was calculated that the pump was empty in early october. No patient symptoms were reported. No further complications were reported/anticipated.